Event description:
The customer states that a female patient had just had a procedure for the removal of an ectopic pregnancy and generated an architect total b-hcg assay result of 2918.3 iu/l. This result was questioned and the sample was retested approximately 40 minutes later and generated an architect total b-hcg assay result of 311.1 iu/l. There is no report of any impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer returned copies of associated reaction graphs related to the issue, which were reviewed as part of this evaluation. Both reaction graphs look proportionate; additionally, both sets of results were produced from the same calibration curve. The analyzer's result log was analyzed for static spikes. Two static spikes were identified for the time period of (B)(6) 2008 thru (B)(6) 2009. The static spikes identified were not for the patient sample associated with the issue currently under evaluation. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any reoccurrence of the issue. The architect system operations manual (B)(4) 2008 and the architect total (B)(4) package insert (B)(4) contain information to address the customer's issue. Based upon the data available and the results of this investigation, the cause of the customer's issue was not identified, nor was any deficiency identified. A malfunction of the system was not found. This is a final report.